Event description:
Operating room staff reports that while surgeon utilizing the ace45e shear in a lapband placement procedure he noticed something white on the tip of the device. Initially he thought it was lint, removed device from patient so surgical tech could clean the tip and noticed that the white tip was actually loose and was about to come off. Device immediately removed from service, device still intact but tip loose and unable to be used for remainder of case. New device obtained, no injury to patient, just delay in troubleshooting concern.